Manufacturer narrative:
18-dec-2023 product investigation results: product return was received and evaluated. No failure could be identified, the product is according to specifications.

Event description:
Base unit caught on fire - oral-b [device catching fire]. Case narrative: consumer via phone stated that the oral-b toothbrush base unit caught on fire. No injury was reported.

Event description:
Base unit caught on fire- oral-b [device catching fire]. Case narrative: consumer via phone stated that the oral-b toothbrush base unit caught on fire. No injury was reported.

Manufacturer narrative:
This complaint is reportable per regulation/out of abundance of caution.